Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, miscarriage, migraine and overweight. Previously administered products included for prevent pregnancy: mirena from 2010 to (B)(6) 2014. Concurrent conditions included urinary tract infection, benign neoplasm of vulva, vaginal irritation, vulvovaginal candidiasis, post coital bleeding, benign neoplasm of vulva, chronic cervicitis and headache. Concomitant products included baclofen (B)(6) 2016 to 2017, buspirone (B)(6) 2016 to 2017, sertraline (B)(6) 2016 to 2017, sumatriptan (B)(6) 2016 to 2017 and topiramate (topamax) (B)(6) 2016 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal)type: acute vaginitis/ vaginal infection") with vaginal discharge, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 6 months 7 days after insertion of essure. In (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain ("abdominal pain"), urinary incontinence ("bladder or urinary problems or changes"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and back pain ("low back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, vaginal infection, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal distension, abdominal pain, urinary incontinence, alopecia, allergy to metals, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Patient received treatment for pain, allergic reaction and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal infection, pelvic pain. Most recent follow-up information incorporated above includes: on 13-apr-2021: reporter and medical history added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, miscarriage, migraine and overweight. Previously administered products included for prevent pregnancy: mirena from 2010 to (B)(6) 2014. Concurrent conditions included urinary tract infection, benign neoplasm of vulva, vaginal irritation, vulvovaginal candidiasis, post coital bleeding, benign neoplasm of vulva, chronic cervicitis and headache. Concomitant products included baclofen (B)(6) 2016 to 2017, buspirone (B)(6) 2016 to 2017, sertraline (B)(6) 2016 to 2017, sumatriptan (B)(6) 2016 to 2017 and topiramate (topamax)(B)(6) 2016 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal)type: acute vaginitis/ vaginal infection") with vaginal discharge, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 6 months 7 days after insertion of essure. In (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain ("abdominal pain"), urinary incontinence ("bladder or urinary problems or changes"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and back pain ("low back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, vaginal infection, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal distension, abdominal pain, urinary incontinence, alopecia, allergy to metals, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Patient received treatment for pain, allergic reaction and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal infection, pelvic pain batch no c03089, production date 2013-12-03, expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.